Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 200 ohms in all vectors. The lead was tested in different configurations during patient follow-up. A surgical revision was performed and the lead was explanted. No additional adverse patient effects were reported.